Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that approximately three days post port placement there was an alleged failure to aspirate, despite flushing the catheter and replacing the infusion needle. Reportedly, the healthcare provider identified the catheter allegedly detached from the lock site and migrated to the heart. Furthermore, the device was removed. There was no reported patient injury post removal procedure.

Manufacturer narrative:
Manufacturing review: per the complaint history review (chr), this is the 7th complaint reported for this lot number. Based upon the severity level and lot quantity, the number of events is outside the acceptable quality levels. However, the etds was reviewed and no double triggers were identified for this product and failure mode. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged broken/migrated catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include damaged during implantation and improper placement of cathlock; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Potential root causes listed in the fmea are catheter tears at stem, inadequate connection strength during routine use, mushrooming of tubing at port stem base resulting in compression damage, chemical degradation, flexural fatigue, cathlock backwards, and calthlock misalignment/disengagement. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately three days post port placement there was an alleged failure to aspirate, despite flushing the catheter and replacing the infusion needle. Reportedly, the healthcare provider identified the catheter allegedly detached from the lock site and migrated to the heart. Furthermore, the device was removed. There was no reported patient injury post removal procedure.